Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The log files show that a two-point calibration was successfully performed on (B)(6) 2019. Several on (B)(6) 2019, one-point calibrations were done during running ventilation after alarm 221. A 2 point calibration was done on the same day and failed due to high temperature drift. No second attempt was seen on the logs and it seems that the customer has then exchanged the sensor. A successful two-point calibration was performed most likely with the new sensor.

Event description:
The customer reported frequent triggering of alarm 221 - "oxygen sensor requires calibration" during clinical use. Medical intervention was necessary to in order to try to perform a two-point calibration of the sensor. The two-point calibration of the o2 sensor failed, that's why the customer has replaced the o2 sensor.

Manufacturer narrative:
Device evaluation: updated method code and result code information. The investigation analysis at manufacturer came to a conclusion that there is a signal instability due to air bubbles near the cathode of the o2 sensor component of suspect device. Replacement of the component was sent to the customer.